Event description:
It was reported that the power cord was torn in half resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.